Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. Devices have been returned to zoll manufacturing corporation for evaluation. There is no indication of a product malfunction at this time. Evaluation was conducted using a flag review. After a review of the flag there is no indication of a device malfunction at this time.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was with their son at the time when they became unconscious. At 11:32:31 the patient was in bradycardia initially which degraded to vf then asystole. No treatment was initiated for asystole, as asystole is considered a non-treatable rhythm. One treatment was delivered at 11:39:52. CPR artifact contributed to the false detection. The patient remained in asystole after the treatment. The electrode belt was disconnected at 11:39:54. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.